Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed, a followup report will be submitted. (B)(4).

Event description:
It was reported, fluid leaked from the handle.